Manufacturer narrative:
Sharp edges.

Event description:
It was reported by service report that the siderail would not latch in the upright position and the footend scale cover was broken. Exposed sharp edges were reported.